Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), lists multiple types of organ failure/dysfunction, including renal dysfunction, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device exchange MFR #: 2916596-2021-04893. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported during patient follow-up that the patient passed away on (B)(6) 2021. On (B)(6) 2021 it was reported that after recent device exchange the patient was found to have aggressive b cell malignancy (lymphoma) and multi-organ shock requiring vasopressors and continuous veno-venous hemofiltration (cvvh).